Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the taxus express2 catheter separated. The physician had predilated 80% stenosis to 50%. The patient's anatomy is described as "diffuse widespread bifurcation of the coronary arteries". The physician noted that the stormer balloon used to dilate the lesion was passed to the lesion with difficulty; he felt that the balloon "gripped". He then attempted to pass the taxus express2 drug eluting stent and noted again a "gripping' sensation. He was unable to reach the target lesion in the om. The shaft of the catheter bent and broke into two pieces at the proximal end, outside of the guide catheter. There were no patient injuries or complications reported. The patient is reported to be "stable".